Event description:
It was reported that the patient experienced extracardiac pocket stimulation. It was noted that the patient played in a flag football game and had trauma to the device/pocket site. It was reported that the right ventricular (rv) left bundle branch (lbb) lead fractured and had potential insulation damage suspected to be near the suture sleeve. In addition the rv lbb exhibited rising and high thresholds. The rv lbb lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation was ruptured. The proximal conductor of the lead became extrinsically distorted due to flattening. The outer insulation of the lead was observed to have blood ingression. There was flattening of the proximal conductors at 20 cm. The outer insulation was breached with minor blood ingression at the anchoring sleeve location at 36 cm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.